Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], palmoplantar keratoderma since (B)(6) 2023 resistant to topical treatment, [palmoplantar keratoderma] , psoriasiform appearance immediate regression after removal of essure device [rash psoriasiform]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. The most recent information was received on 15-jan-2025. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of medical device removal ("medical device removal") in a 60 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4835 days after essure insertion, she experienced dermatitis psoriasiform ("psoriasiform appearance immediate regression after removal of essure device"). In (B)(6) 2023 she experienced palmoplantar keratoderma ("palmoplantar keratoderma since (B)(6) 2023 resistant to topical treatment,"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). On (B)(6) 2024, medical device removal had resolved. At the time of the report, the remaining events had resolved. No causality assessment was received for essure with regard to palmoplantar keratoderma, dermatitis psoriasiform or medical device removal. The reporter commented: date of occurrence: on (B)(6) 2023. Patient's current status: recovered since removal actions taken to treat the patient in the healthcare facility: removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Palmoplantar keratoderma since august 2023 resistant to topical treatment, [palmoplantar keratoderma]. Psoriasiform appearance immediate regression after removal of essure device [rash psoriasiform]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 09-jan-2025. This spontaneous case was originally reported by a healthcare professional and describes the occurrence of medical device removal ("medical device removal") in a 60 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4835 days after essure insertion, she experienced dermatitis psoriasiform ("psoriasiform appearance immediate regression after removal of essure device"). In (B)(6) 2023 she experienced palmoplantar keratoderma ("palmoplantar keratoderma since (B)(6) 2023 resistant to topical treatment,"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). On (B)(6) 2024, medical device removal had resolved. At the time of the report, the remaining events had resolved. No causality assessment was received for essure with regard to palmoplantar keratoderma, dermatitis psoriasiform or medical device removal. The reporter commented: date of occurrence: (B)(6) 2023 patient's current status: recovered since removal. Actions taken to treat the patient in the healthcare facility: removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.